Manufacturer narrative:
Concomitant medical products: model: 694765, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post a implantable cardioverter defibrillator (ICD) changeout procedure a hematoma deve loped. The hematoma subsided and then the device slowly had eroded out of the pocket. The device was extracted and will be replaced at a future date. Both the right atrial (ra) and right ventricular (rv) leads were capped and remain implanted. Blood tests were completed, and the results were negative. It was indicated that at the time of the changeout procedure a antibacterial absorbable envelope was utilized. No further patient complications have been reported as a result of this event.